Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck sleeve and inoperable tube lifter in the reported problem area of the pipette assembly. The sleeve was cleaned and the tube lifter was replaced. The instrument was inspected, tested without further problem, and returned to service.